Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, the stent did not fully expand causing an occlusion. The 100% stenosed lesion being treated was located in the severely calcified, severely tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5 mm balloon (length and MFR unk), inflated for 30 seconds. The physician deployed a liberte bare metal stent in the diagonal (dx) artery without complications. Then the physician deployed the 2.75x28mm liberte bare metal stent, inflated to 20 atm for 60 seconds. While inflating the stent delivery balloon, it was observed that the stent did not open/expand at its distal section. Another attempt with a 3.0x15mm quantum maverick balloon was made to post dilate the stent, inflated to 20atm. This attempt was unsuccessful. The unexpanded portion created an occlusion and the pt had to be sent to surgery. Coronary artery bypass graft (CABG) was performed from the left internal mammary artery (lima) to lad and right internal mammary artery (rima) to dx. The stents remain in the pt. Pt status reported as "stable."